Manufacturer narrative:
Legal manufacturer: hcs (B)(4). The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to clean and dry the poppet and seat of the adjustable pressure limit valve as well as attempt to dry out the breathing system / empty water accumulated in the main manifold. Run the system on high flows for an hour then at the end replace the absorbent with a fresh one. No further information is available regarding the resolution of the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported excessive pressure in the patient circuit. There was no report of patient injury.